Manufacturer narrative:
The device was returned and evaluated by product analysis on 04/24/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated multiple occlusion alarms. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification. Two battery compartment cracks were observed. No power issues were observed in the pump history or experienced during testing. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 377 mg/dl with nausea and vomiting associated with an occlusion. Reportedly, the patient resumed the pump after replacement. During trouble shooting with customer technical support (cts), it was revealed that the occlusion issues were still occurring after numerous changes of both cartridges and infusion sets. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an occlusion issue.